Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display and button not working and beeping anomaly. Customer's blood glucose value was 97 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that she got the beep and she removed the battery and it still beeped when she pup the battery back in. Customer stated that they time changed observed time clock for one minute to verify advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.